Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump and the display was blank. The insulin pump had not been bumped, dropped, or exposed to moisture. The battery compartment and spring were neither corroded nor damaged. Troubleshooting for blank display could not be completed as the customer did not have a new battery with which to test the insulin pump. Nothing further reported.